Event description:
It was reported that the images on the 9800 system has horizontal lines. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the backplane and mounting bracket. The system was tested and found to be working as intended and placed back into service.